Manufacturer narrative:
Patient has a history of diabetes and a high bmi. Patient has mentioned drinking alcohol during clinic visits so it is unclear as to the patient's compliance regarding diabetic diet and health restrictions. General hygiene is questionable per medical staff working with the patient. Suspect the patient's pre-existing health conditions and general lifestyle habits contributed to the development of infection at the incision site. Infection is also a known and inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the ipg being placed on the lower leg (calf) area. On (B)(6) 2024 the patient contacted a nalu representative to report that there had been some bleeding or drainage at one of the incision sites and cultures found presence of infection. Patient was admitted to an acute inpatient facility for IV antibiotics on (B)(6) 2024. Type of infection was not shared with the firm. On (B)(6) 2024 the nalu system was explanted due to the presence of infection.